Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via interdepartmental helpline solutions tracker that the previous night customer had low blood glucose of 40 mg/dl and was waiting for a call back from healthcare professional. Unsuccessful attempts were made to contact customer for more information.